Manufacturer narrative:
Based upon the complaint info and investigation, there is no evidence to suggest device failure or that the device was out of specification. In addition, the failure mode and effects analysis and the surgical technique manual were reviewed. The most probable root cause for the revision surgery was incorrect placement of the implants in addition to the pt being osteoporotic. Late report of this adverse event is addressed under CAPA# (B)(4).

Event description:
The revision surgery for the removal of the ifuse implants was due to a non-union on one side. The si-bone sales representative was informed by the surgeon that the implants were placed too posterior. The pt was fine 3-4 months post-op and started to complain of pain at 4-6 months post-surgery. Two of the implants were easily removed without the use of an osteotome and there was some tissue on the implants. The second implant could not be removed and was left in place. It was angled anteriorly based upon the observed position of the removal device when it was attached to the implant. Both bone voids were filled with a sponge filled with graft.